Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a video was provided by the customer for evaluation. The video showed a lens being implanted in the patient's eye. Two issues were noted with this delivery that may have had an effect on the lens delivery. First, the amount and location of the balanced salt solution (bss) to hydrate the system might have exposed the trailing haptic and the aft section of the iol to the bss which may have aided in allowing the trailing haptic to slip behind the push rod and create the issue. Second, a delay in procedure to enlarge the incision led to the removal of the loaded insertion system from the wound. During this time the surgeon (or the scrub tech) may have reversed the position of the push rod and dislodged the trailing haptic; therefore, creating the issue. The complaint issue "trailing haptic not folded" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "delivery issue" was not identified during video evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor inserted the preloaded intraocular lens (iol) the extended trailing haptic became trapped between the cartridge and the rod, making it difficult for the doctor to remove it from the cartridge. No patient injury was reported. Further information received confirmed that the trailing haptic was caught in the wound and additional surgery was performed to release the trailing haptic with forceps. No further information was provided.